Manufacturer narrative:
It was reported that, "use of angiolock medium/large ligation clips during procedure failed to engage numerous times". Staff in the room opened a different pack of clips to use for the procedure. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Use of angiolock medium/large ligation clips during procedure failed to engage numerous times. Tried another pack and same thing occurred. Had to use a different kind of clips to successfully complete procedure.